Manufacturer narrative:
(B)(4). G2: literature - day, j., fletcher, a. N., motsay, m., manchester, m., arthur, m., zhang, z., & schon, l. C. (2025). Outcomes of transfibular total ankle arthroplasty. Journal of bone and joint surgery, 107(12), e61. Https://doi.org/10.2106/jbjs.24.00983. Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot) -unknown talar(unknown) -unknown tibial(unknown) the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained that reported a retrospective review of prospectively followed patients who underwent primary transfibular total ankle arthroplasty (taa) performed by dr. Lew c. Schon in a six (6) year timeframe. The purpose of the study was to report the survivorship and causes of failure of the zimmer biomet implant, and the secondary aim was to describe the functional and radiographic outcomes. The study reviewed 130 patients / 122 ankles with complete minimum 5-year follow up. In all patients, joint replacement was performed using the press-fit zimmer biomet taa implant via a transfibular approach to the ankle. The mean follow-up was 5.9 years (range, 5.0 to 10.1 years). It was reported from a journal article that a patient received a total ankle arthroplasty. Subsequently, the patient underwent operative treatment related to taa but not involving taa components (e.g., osteotomy, fusion of other joint[s] of the foot, ligament repair or reconstruction). The reoperation occurred approximately three (3) months post implantation due to a fall/traumatic fracture. It was reported that no further information is available.